Event description:
It was reported that the catheter would not go through the skin so more force was needed, extravasating the vein. Catheter was noted to have a dysfunctional bevel. Since the canalization could not be finished, a central venous catheter was inserted to assure the medication was given. No additional treatment provided.